Event description:
It was reported during a routine follow up appointment that this right ventricular (rv) lead exhibited high out of range pacing impedance measurement of great than 2000 ohms in both unipolar and bipolar, leading to a lead safety switch triggering. High thresholds in unipolar and bipolar pacing configuration. It was recommended to perform a chest x-ray, and integrity testing with provocation. Due to covid-19 situation, the physician will monitor the patient at this time. No adverse patient effects were reported.

Event description:
It was reported during a routine follow up appointment that this right ventricular (rv) lead exhibited high out of range pacing impedance measurement of great than 2000 ohms in both unipolar and bipolar, leading to a lead safety switch triggering. High thresholds in unipolar and bipolar pacing configuration. It was recommended to perform a chest x-ray, and integrity testing with provocation. Due to covid-19 situation, the physician will monitor the patient at this time. This device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted and in service, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.